Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized. It was reported that the patient was in the emergency room to receive the first dose of unspecified antibiotics. Patient outcome was not reported, however it was indicated that the "event end date" was seventeen (17) days after event onset. Action taken with pd therapy was not reported, however it was reported that 4.25% solution was discontinued. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.